Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak" for silicone implant.

Event description:
Patient's spouse reported right side "leak" for a silicone implant and "exchange due to the patient¿s concern with the product." The device remains implanted.